Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-195 (internal battery) and e- 290 in the device¿s event log. The service technician recommended replacing the device¿s internal battery to address e-195. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.